Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
Related manufacture reference number: 3006705815-2021-00166. It was reported diagnostics indicated high impedance readings for the lead associated with this submission. Lead was subsequently explanted and replaced which addressed this issue.